Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection, delayed healing, seroma, wound dehiscence and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "infection", "incision opened up and puss.

Event description:
Healthcare professional reported left side "infection, incision opened up and puss." Healthcare professional additionally noted "seroma/fluid collection non healing incision." Device has been explanted.